Event description:
It was reported that the infusion set tubing was caught and adhesive removed, and the ilet user performed a site-only supply change after showering; the infusion set was initially deployed or connected incorrectly, and the relevant component was the cannula. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.